Event description:
At the device implant the physician had difficulty with the set screws. The physician needed to "wrench the screw down" and used medical adhesive to repair the silicon around the screw. At a subsequent procedure the screw was impossible to remove so the physician explanted and replaced the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. The returned device found a set screw with a rounded socket. The returned device indicated the set screw was found in the connector bore.